Event description:
It was reported a patient underwent a plastic surgery procedure on 31-oct-2023 and topical skin adhesive was used. The adhesive pen had a glass shard come through while cracking to activate. Procedure was completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: no delays. No no fragments made. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no, additional information has been requested and received. Was the healthcare professional activating the device injured by the instrument? No. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unknown was the ampoule crushed repeatedly? Unknown. Can you identify the lot number of the product that was used? Is the product involved in the event available for evaluation? Yes, product was kept. If yes, what is the device return status? Waiting on shipper kit. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product that was used? H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the dnx12 device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.